Event description:
The distributor's representative reported that following bilateral lead placement (date was not provided); lead migration had been suspected by the surgeon. No pt symptoms were reported. The pt underwent a second surgery (date unk), where the lead was found secure, but had been placed in an area estimated to be 1.5 to 2 cm higher than the original target location. There had been no malfunction of the lead; the depth cap had been properly installed and the lead had been measured prior to placement. During the revision procedure, the lead was repositioned and replaced.

Manufacturer narrative:
Info regarding this event was initially received from the distributor's representative. Fhc evaluated the microtargeting platform for possible targeting error and concluded that the device was manufactured and performed according to specifications. Further investigation (ie, phone conversation with neurosurgeon) into the incident concluded that there was no failure to any fhc product in this surgery, which included the microtargeting drive and encoder, microtargeting electrodes and the axon guideline system 3000. In addition, all fhc products noted here were used in the subsequent surgery and functioned properly. No pt injury or harm was noted during this case other than a second surgery to reposition the dbs lead. Note: the dbs lead is not an fhc product and this report is being filed to document the use of the fhc products during the event.